Manufacturer narrative:
Batch review performed on 01 march 2021: lot 163010: (B)(4) items manufactured and released on 12-aug-2016. Expiration date: 2021-07-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold. No other similar events have been reported on this lot since 2017. Clinical evaluation performed by medical affairs director: 3.5 years after primary tka the medial tibia bone gives way and the tibial component subsides. Revision is required. No reason to suspect a defective device preliminary investigation performed by r&d project manager: revision surgery of a gmk primary implant after 3.5 years from primary due to tibial loosening. From inspection of the picture sent of the explanted tibial components, no elements relevant for the event can be noted. There is no reasons to suspect that the event is related to a faulty device.

Event description:
Revision surgery performed due to subsidence of the tibial component (medial side) 3 years 5 months after the primary surgery. A part of the tibial tray was in contact with the external cortical. The surgeon revised successfully the tibial tray and liner. A tibial hold was added to support the previous subsidence.